Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the pins in the trunk cable connector were bent, preventing proper connection with the monitor. The root cause of the damaged trunk cable connector pins cannot be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the electrode belt trunk cable connector was damaged and would not fit into the monitor. The pt was issued a replacement electrode belt.